Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: in 2009, inratio: 1.3, 1.3, lab: 3.7. Customer has used meter for 5 years. Previous correlation results were very close. Target between 3.0-3.5. Very consistently between that 3.0-3.5, so questioned results of 1.3 x 2.

Manufacturer narrative:
Investigation pending.